Event description:
The user was seen by the audiologist after experiencing a popping/ shocking sensation which began in (B)(6) 2019 when using the device. The user was able to wear the device up until the sensations began, after which the use of the device was stopped. The user was re-implanted.

Event description:
The user was seen by the audiologist after experiencing a popping/ shocking sensation when using the device which began on (B)(6) 2019 . The user was able to use the device up until the sensations began, after which he stopped wearing the audio processor. The user was re-implanted on (B)(6).2020.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.